Manufacturer narrative:
The product code and lot number were unknown. The date of manufacture was unknown. This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. The reported condition was confirmed. The assignable root cause was determined to be misuse due to excessive force and/or side loading during use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that an unknown cutter device broke off into an attachment device . The event was not related to surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.